Event description:
On (B)(6) 2012, it was reported from the pt's doctor to a company rep that the pt, who is using the infusion device, had ketoacidosis. The pt was hospitalized on (B)(6) 2012. The pt is now using insulin injection therapy. It was reported that the pt had experienced e4 occlusion errors in (B)(6). The pt is planning on returning to infusion therapy. The infusion device was not requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.